Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 00230a, standard net 230l 10 pack being used on (B)(6) 2021 during an egd/peg tube removal procedure and ¿they were taking out a peg tube and it had broke in half resulting in using three nets and sadly one broke as they were pulling it through the throat trachea area.¿ there was no injury or impact to the patient. The procedure was completed with an alternate same device. After further assessment it was found that ¿the first net opened fell off of the snare immediately, they did not even put this down the scope. The second net they opened appeared to be working, but then somehow the net itself came partially un-secured after they were down the scope and in the stomach so they pulled that one out of the scope without using it and then opened the third net. This net appeared to be functioning properly so they put it down the scope. They grabbed the feeding tube that they were removing and started pulling. Once they got to the trachea the snare and net completely disconnected from the catheter leaving the feeding tube and spider net lodged in the trachea. At this point the staff was panicked and one of the nurses ended up doing a throat thrust to get everything out.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 00230a, standard net 230l 10 pack being used on (B)(6) 2021 during an egd/peg tube removal procedure and ¿they were taking out a peg tube and it had broke in half resulting in using three nets and sadly one broke as they were pulling it through the throat trachea area.¿ there was no injury or impact to the patient. The procedure was completed with an alternate same device. After further assessment it was found that ¿the first net opened fell off of the snare immediately, they did not even put this down the scope. The second net they opened appeared to be working, but then somehow the net itself came partially un-secured after they were down the scope and in the stomach so they pulled that one out of the scope without using it and then opened the third net. This net appeared to be functioning properly so they put it down the scope. They grabbed the feeding tube that they were removing and started pulling. Once they got to the trachea the snare and net completely disconnected from the catheter leaving the feeding tube and spider net lodged in the trachea. At this point the staff was panicked and one of the nurses ended up doing a throat thrust to get everything out.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 reports, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to inspect the peel-pouch for any damage that may have occurred during transit or handling. If damaged, do not use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 00230a, standard net 230l 10 pack being used on (B)(6) 2021 during an egd/peg tube removal procedure and ¿they were taking out a peg tube and it had broke in half resulting in using three nets and sadly one broke as they were pulling it through the throat trachea area.¿ there was no injury or impact to the patient. The procedure was completed with an alternate same device. After further assessment it was found that ¿the first net opened fell off of the snare immediately, they did not even put this down the scope. The second net they opened appeared to be working, but then somehow the net itself came partially un-secured after they were down the scope and in the stomach so they pulled that one out of the scope without using it and then opened the third net. This net appeared to be functioning properly so they put it down the scope. They grabbed the feeding tube that they were removing and started pulling. Once they got to the trachea the snare and net completely disconnected from the catheter leaving the feeding tube and spider net lodged in the trachea. At this point the staff was panicked and one of the nurses ended up doing a throat thrust to get everything out.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.